Event description:
It was reported that during pump implant on (B)(6), 2003 the pump was "put in incorrectly". It was also reported that the catheter had kinked and "wasn't dripping medication properly". The patient went through withdrawal prior to having the pump and catheter replaced but the reporter could not recall when this occurred. The reporter could not recall the symptoms the patient experienced. The healthcare provider (hcp) performed testing on the pump but the reporter could not recall what types of tests were done. The pump and catheter were both replaced. It was not clear what medications this device system delivered; however, medications listed included clonidine, bupivacaine, baclofen and dilaudid (hydromorphone). Additional information was requested; however, the patient's former managing physician has retired and the reporter was unsure what physician took over the patient's care.

Manufacturer narrative:
(B)(4). Product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2011 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), product type accessory (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2011-(B)(6), product type catheter. (B)(4).